Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned t8 hexalobe driver (part number msp2013, batch 593957) were examined visually under magnification. Both drivers showed counterclockwise twisting at the tips, which implies the deformation occurred during removal. A possible cause of a twisting deformation is excessive torque applied to the part. Functional testing with a 2.7mm screw was performed, which revealed the drivers would not insert into the screw head. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery the tips of two driver blades became deformed. An unknown supplier's driver was used to complete the surgery after a 30-minute delay. There were no adverse patient consequences reported. There are two related report numbers for this event 3025141-2024-00490 and 3025141-2024-00491.